Event description:
A rn reported that she wore latex gloves made by several different glove mfrs. She states that she experienced the following symptoms: sneezing, coughing and tearing. She reported that she has "type-1 latex allergy'.